Event description:
A hospital rep reported that during cataract surgery, the system requested handpiece replacement. The customer replaced the handpiece twice, replaced the park, and ran a second connection test. Nothing resolved the issue. Following surgical delay of one hour, the procedure was completed by converting to a manual extracapsular cataract extraction (ecce). There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed system message "tune failed - handpiece current low". The company rep replaced the phaco controller printed circuit board (pcb). The system was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).